Event description:
It was reported that "6 of staples jamming. 10 of staples split apart. 3 of continuous staples at once release". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual inspection revealed that the staples appeared properly aligned. The stapler was returned with its trigger partially engaged and its first staple partially formed. Evidence of use in the form of biological material was present on the de vice. The stapler was received with 35 staples left in the cover block. Dimensional inspection was performed on the frame and trigger components. The inner width of the frame measured 0.514" (caliper: ref-003210, calibration due 17-jun-2025), which does not meet the minimum specification of 0.520" per drawing tfx-000796; rev 02. The width of the trigger measured 0.4665" (caliper: ref-003210, calibration due 17-jun-2025), which is not within the specified range of 0.422"-0.457" per drawing 150012406 rev 09. The width of the trigger at the protrusion which contacts the cover block component measured .4920" (caliper: ref-003210, calibration due 17-jun-2025), which is not within the specified range of 0.470"-0.485" per drawing 150012406; rev 09. The trigger and frame were not observed to be within specification. Upon full engagement of the trigger, the first staple fired properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Excessive friction was observed between the trigger and frame components. The trigger repeatedly became stuck in the frame. Die casting anomalies were discovered on the forming tool. DHR review could not be conducted since the lot number was not provided. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Several actions, including supplier notification and quality alert, were taken to address this issue as part of an nc, which was closed on 12-dec-2024. It could not be conclusively determined whether the product was manufactured before the nc was implemented because the lot number was not provided. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, the trigger repeatedly became stuck in the frame. Excessive friction was observed between the trigger and frame components. The width of the frame and trigger components were measured to be out of specification. Several actions, including supplier notification and quality alert, were taken to address this issue as part of nc, which was closed on 12-dec-2024. It could not be conclusively determined whether the product was manufactured before nc was implemented because the lot number was not provided. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.